Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was intended to be used to treat a lesion. It was reported that the stent was unable to cross the lesion and stent dislodgement occurred.

Manufacturer narrative:
The stent was intended to be used to treat a lesion in the circumflex (cx). The device was inspected with no issue. The device was prepped as per IFU with no issue. The lesion was predilated. The device passed through a previously deployed stent. Resistance was noted during the advancing and withdrawal of the device. Excessive force was applied during delivery and withdrawal of the device. Stent dislodgement occurred during withdrawal of the device. The stent was crushed against the vessel wall. Patient is alive with no injury. If information is provided in the future, a supplemental report will be issued.